Event description:
National complaint coordinator (ncc) reports one incident of blood leak psn 150 dialyzer at the interface of the blood port and blood line. Blood leak occurred approx two mins into treatment and was verified visually at the interface of the blood port and bloodline. Blood was not returned to the pt with an estimated blood loss of 140 ml. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per ncc.